Event description:
Boston scientific received information that a red alert was generated from this system due to a shock impedance measurements of 126 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and suggested troubleshooting. The caller stated that no further testing was done or is planned and they will continue to monitor the patient. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed to update the investigation conclusion code.